Manufacturer narrative:
Concomitant medical products - model: 5076-58, lead; implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out-of-range tip-to-coil pacing impedance and the presenting electrograms (egm) shows possible noise. Additionally, there was fluctuation in impedance readings for the superior vena cava (svc) defibrillation coil and the rv defibrillation coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited high / undefined rv tip-to-rv coil pacing impedance and a lead fracture is suspected. The lead was extracted and replaced. No patient complications have been reported as a result of this event.